Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise oversensing and r-wave amplitude variation were detected on the right ventricular lead. The lead was explanted and replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of noise oversensing and r-wave amp variation were confirmed by analysis. Final analysis found the complete lead was returned in one piece. Visual inspection found that the insulation was abraded at 13.5cm to 14.0cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.